Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced intermittent delayed meal delivery, with the on-screen meal fill bar taking about 30 minutes to complete after a meal announcement; the caregiver noted the fill percentage indicator was not displaying and requested replacement. Symptoms included no reported adverse clinical effects, with blood glucose peaking at 177 mg/dl and no hypoglycemia, hyperglycemia, or hospitalization. Outcomes included no injury and no need for medical intervention. Investigation included review of device logs and user-provided photo, counseling on shutdown to avoid further alerts, data sync guidance, and coordination for device return. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.